Event description:
Boston scientific corporation became aware of the following event from referenced literature article "application of a hydrogel spacer for postoperative salvage radiotherapy of prostate cancer". It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. The procedure was performed under local anesthesia. After the procedure, the patient reported an increased frequency of bowel movements and rectal discomforted which persisted for a "few" days. The patient was free of rectal complaints at the beginning of radiotherapy. After four weeks of treatment, the patient then reported urinary urgency which was treated with a spasmolytic anticholinergic agent. A urinary tract infection was also diagnosed in urinary culture which was started with an antibiotic. During the last two weeks of treatment, the patient had soft stools "about once or twice a day" with occasional rectal urgency. A "few" weeks after the end of treatment, the patient experienced urinary incontinence and another urinary tract infection. The patient reported no complaints in the elapsed 8 months of follow-up. A computed tomography (CT) scan was performed six months after the end of treatment which showed complete hydrogel absorption without pathologic findings. The patient received an intensity-modulated technique up to a total dose of 76 gy in 2-gy fractions. A cone-beam CT was used for image-guided radiation therapy (igrt) during the first five fractions and once to twice weekly in the following weeks.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2014, was chosen as the literature article was published on 10/23/2014. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter address: (B)(6). Literature source: pinkawa m, et al "application of a hydrogel spacer for postoperative salvage radiotherapy of prostate cancer" springer-verlag berlin heidelberg pg. 375-379, doi 10.1007/s00066-014-0769z. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.